Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error related to failure of the oxygen blender pca were observed. The device's oxygen blender pca was replaced to address the issue.